Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem); d10(concomitant med products). B1: ticked to capture malfunction problem. The root cause of the positioning issue was determined to be an use error.

Event description:
An impella cp device was inserted via the right femoral artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. While on ECMO and impella cp support, the device functioned as intended for lv unloading at p-3, delivering 1.5l/min with a purge solution of dextrose 5% in water (d5w) containing 25 meq/l sodium bicarbonate. The patient moved in bed, resulting in the device being pulled into the aorta. The clinical team decided to explant the device. The device was removed without any observed impact on the patient¿s hemodynamic status.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.